Event description:
The customer reported that during an angiographic procedure the rotator broke during injection at 900 psi. The customer reported that this occurred four times. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2011-00313, 00314, 00315.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. No testing methods performed, process evaluation.